Event description:
It was reported by the customer that the pyxis medstation es system remote manager fridge door was unable to open. The customer stated that there was a patient care delay due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager was identified as failed. A field service engineer, replaced the latch assembly and workflow performed successfully. The system functioned as intended.